Event description:
It was reported that catheter issue occurred. The 70% stenosed target lesion in severely tortuous and severely calcified common femoral artery. An opticross 18 was advanced for ultrasound examination of the target lesion. During the procedure, the opticross 18 was kinked and twisted and did not display an image. The procedure was completed successfully. There were no patient complications reported.